Manufacturer narrative:
Visual inspection of the returned device revealed kinks in the sheath assembly. Microscopic inspection revealed the exit port and tip were in good condition. Functional testing was performed and the telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that entrapment occurred. During a procedure, an opticross 6 hd imaging catheter got stuck on a non-boston scientific (bsc) wire and both devices had to be removed together. Another opticross 6 hd imaging catheter was introduced but it also got stuck on a non-bsc wire and both devices had to be removed together. There were no patient complications and the patient condition was stable.

Event description:
It was reported that entrapment occurred. During a procedure, an opticross 6 hd imaging catheter got stuck on a non-boston scientific (bsc) wire and both devices had to be removed together. Another opticross 6 hd imaging catheter was introduced but it also got stuck on a non-bsc wire and both devices had to be removed together. There were no patient complications and the patient condition was stable.